Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt was diagnosed with pneumonia. The pt reported that his attending physician stated that the pump was functioning properly and the glucose elevations were a result of the pneumonia. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt was hospitalized for pneumonia, elevated blood glucose levels, and dka.